Event description:
Caller states that during a correlation study, the following coaguchek s/laboratory results were obtained: 6.0 inr/4.0 inr. >8.0 inr/3.28 inr. 4.2 inr/2.7 inr. 6.8 inr/4.77 inr. 7.8 inr/4.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.